Event description:
Male had penial implant unknown years ago for impotence related to bph and diabetes. Patient experienced implant issues i.e. Not deflate and inflammation of the glans. Urology performed a cystoscopy and found erosion of the corpora cavernosa bilaterally along the penile cylinders into the urethra. Patient underwent removal. Cultures were done on fluid surrounding the right corporal body and returned negative for any infection.